Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was not accurate. Blood glucose was elevated (value not provided) and the "hba1c level was the worst" the customer has had. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.